Manufacturer narrative:
Product analysis: the stent was severely stretched and deformed. The 1st three proximal segments were positioned on the distal section of the balloon. Crimp impressions were visible on the exposed balloon surface. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion had been pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a severely calcified lesion in the lad with 80% stenosis and moderate tortuosity. It is reported that stent deformation occurred in vivo during positioning. There was resistance encountered when advancing the device and excessive force was used. It is unknown if the stent passed through a previously deployed stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions